Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, stent dislodgement and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed and heavily calcified lesion in the left anterior descending (lad) coronary artery. A 3.5x23mm xience sierra stent delivery system was advanced, but could not cross the target lesion due to anatomical resistance, and the stent came off the balloon. An unspecified balloon catheter was advanced to deploy the dislodged stent partially in the left main and proximal lad coronary artery, partially in the target lesion. A new xience sierra stent was deployed in the target lesion to complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.